Manufacturer narrative:
(B)(4). Date sent: 9/14/2015. (B)(4). Additional information requested: what is the patient¿s current condition? How close to the anal verge was the site? Was the ileostomy planned or determined to be caused by the surgical event? Were any unformed or malformed staples observed? If yes, where were they located? Was the bubbling/leak located at or near the staple line? What was the users experience with the circular stapler? The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a low anterior resection procedure, the anvil came off of the device. The procedure was very low and visualization was difficult. The device was placed by the assisting surgeon. As the device was placed so low, the orange area on the trocar could not be visualized, so the surgeon went by feel to determine that the trocar was through the distal end of the bowel. It was reported that the click of the anvil attaching to the trocar was heard. The device was dialed down, but felt very easy. The anvil came off and the trocar was retracted completely back into the housing of the device, leaving the hole in the bowel. The surgeon tried again to use the same device to create the anastomosis. As they did not have good visualization, it was not certain that the trocar was passed through the same hole that was originally created in the distal bowel. The second time the anvil was attached; the device dialed down and fired acceptably. The donuts looked good. During the leak check, one bubble was observed. As a result, an ileostomy was created as a precaution, which is expected to be temporary.